Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was experiencing the symptoms of nausea, heart palpitation, headache. The customer gave herself the max dose but it didn't come down. The customer was admitted to the hospital. The customer is the 300 mg/dl when released and just gave her fluid. The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 30 mg/dl. The customer was treated with food. The customer was advised to speak with her doctor regarding her low blood glucose and her high blood glucose event yesterday. The customer was advised that we shipping replacements for infusion sets and reservoirs she had replaced due to yesterday high blood glucose events.